Manufacturer narrative:
.

Event description:
An alarm occurred when the spike was connected with a dianeal-n by a clean flash. The pt operated the machine manually, and then found that the spike was broken. The doctor said that this was due to miss handling of the pt, because the pt handled the machine roughly. The actual sample was available for eval. There was no pt injury or medical intervention.